Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
During insertion, when the iab was inserted into the sheath and advanced up, blood return was noted. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 5/13/97, 6/4/97. Pt current status: unk - rpt'd 5/13/97, 6/4/97.